Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt called lfs and alleged that her meter was prompting an error 1 message while inserting a test strip or pressing the fastfact buttons. The pt attempted to use the meter but was unable to test. She did not report any symptoms at the time of testing. The pt used her backup meter and obtained a result of 2.1 mmol/l. The pt contacted her nurse for assistance and the nurse advised the pt to use her backup meter and obtain another meter. No treatment was given. The pt alleged no harm or injury. Based on the info provided, there is evidence of a meter malfunction, however, there is no evidence of the meter contributing to a serious injury. A replacement meter is being sent to the pt.